Event description:
Reported status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, approximately two years after the implantation of three xience v stents, the patient was experiencing symptoms of angina and shortness of breath, which was treated with medications. A routine 2-d, m-mode and doppler study was performed four days later. The patient was recommended for transfer to spectrum health, grand rapids mi for angiography and possible placement of ICD. However, the patient expired prior to transfer. No repeat angiography or ivus was done. No additional event or patient information is available.

Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Angina, as listed in the xience IFU is a known risk associated with coronary stenting. Dyspnea, hospitalization, and death are listed in the ram as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a quality problem. A conclusive root cause for all reported patient issues, the relationship to the device cannot be determined.